Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was also a failed battery test. The customer stated that the drive support cap is correct. The customer stated that the pump had no problem during rewind. The customer stated that there were more than 2 motor error alarms in the last 30 days. The customer will be sent a replacement pump.